Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure that recoverable faults occurred. The caller pressed the "recover from fault" button, but the error still occurred about every five minutes. The call then dropped. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system error logs and found a 32097 error against arm 1. The procedure was being completed as planned, with no reports of patient injury. Intuitive followed up with the customer and received the following additional information: there were no reports of the system faulting when initially powered on. This was a new and isolated occurrence.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs and reproduce the issue during in-house testing. During visual inspection, no evidence was found that would be related to the reported problem. The unit was tested on an in-house system and passed in normal mode. The unit was also tested on a patient side cart (psc) fixture test platform (pftp) and fiber test failed, pointing to the rolling loop fiber cable. Once testing was completed, the fiber was tested, and it was verified to be the source of the fault. The root cause is attributed to a failure of the rolling loop fiber cable in the usm.

Event description:
Refer to h11 for follow-up information.